Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, 2 times the suction of 2 vapr cp90 (all: 228146; all lot: u2008009) were blocked. One device was received and evaluated in juarez laboratory. No visual damage in the device was found; also, it was observed saline residue in the suction tube and signs of activation in the tip. For the suction testing, the electrode was sent to the manufacturer for further evaluation. The vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed the device appeared in a used condition, with tissue in and around the active tip. There was staining visible in the suction tube. Finally, no visible damage to the device shaft, handle, cable or plug on either device. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have a DHR review has been performed for lot u2008009; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. The customer claimed that the device suction was blocked. The investigation confirmed that the suction path was blocked. A thin gauge wire was used to locate the blockage. The failure mode seen for device has been caused by uv glue within the active suction tube and is consistent with other complaint devices investigated under cap-101588. These blockages were identified as uv glue migrating to these areas due to the uv glue not being cured enough to prevent movement to the suction path. The curing process would then be fully achieved with the application of radiation at the sterilizer. The CAPA report kt analysis concludes the most likely root cause being an intermittent unnoticed equipment fault on linear line 2 leading to inappropriate presentation of the device to the uv cure station. The vast majority of complaints seen were manufactured on linear line 2. Linear line 2 equipment was decommissioned and superseded utilizing a different transfer mechanism concept and with improved status monitoring. The manufacturer confirmed that this lot was manufacturer on the linear line 2. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during a shoulder arthroscopy procedure on (B)(6) 2021, it was observed that the suction on the electrode device was blocked. Another like device was used to complete the procedure with a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.